Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited an out-of-range high voltage impedance measurement.